Manufacturer narrative:
Concomitant products: product ID 3093-33, lot # va086hd, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that there was a power-on-reset (por) condition. The por was seen after electromagnetic interference (emi) exposure. The patient had surgery today. The ins was turned off before the procedure with no problem. The por was cleared and stimulation was turned back on as needed/intended.